Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. The supplier was contacted for a review of their manufacturing records; if further information is received, a follow-up report will be submitted. A returned product evaluation was unable to be completed as the device was not returned. Additional information was requested; however, we did not receive a response. Without the device returned or any further information from the site, it is unknown if there was any resistance present or if the guidewire was withdrawn from the needle. The final cause code is therefore undeterminable.

Event description:
Received from site clinical risk manager: patient undergoing pacemaker upgrade from dual chamber to bi-ventricular. Wire was introduced and a "minute piece" of wire was noted under fluoro. When the wire was removed, it was noted to be damaged. The wire fragment had not migrated by the conclusion of the procedure, the physician noted, "(the) wire is embedded in the tissue." It was noted, the wire had not migrated during the procedure. The patient and family were made aware of the incident. It is reported that the electrophysiologist was manipulating the wire. (B)(4) received april 22, 2019 at manufacture: "the patient was undergoing an upgrade from a dual chamber pacemaker to a biventricular pacemaker. Venous access was obtained, via the left axillary vein, utilizing the vsi micro-introducer kit. As reported by staff, "a piece of the wire was noted on fluro; when the wire was removed and noticed as damaged" the electrophysiologist documented, "a minute piece of micro-puncture wire was stuck between the previously inserted leads and the soft tissue and broke off. The minute piece of micro-puncture wire is embedded in the tissue" it was not the wire had not migrated during procedure. The patient and family were made aware of the incident."